Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system was selected to be used. A concomitant procedure with both pulmonary vein isolation (pvi) and posterior wall isolation (pwi) was successfully performed. During procedure the ablation sheath was exchanged for the was sheath and crossed the septum successfully. The intra cardiac echocardiography (ice) catheter was advanced across the septum and measurements of the laa were obtained. During this step a clot was discovered on the mitral annulus. The physician decided to abort the case for the patient safety. There were no patient complications.